Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm at low rate occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Upstream and downstream occlusion testing could not be performed due to a constant 'reload set!' Alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported "pump not alarming at low rate occlusion" was verified as an undetected upstream occlusion. The cause of this condition was determined to be the out of specification ultrasonic sensor. The ultrasonic sensor could not be calibrated and requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.